Manufacturer narrative:
Add'l catalog#'s 01-08, 01-50. Voluntary medwatch report rec'd from FDA on 09/21/09. Event date indicated was 2005. No report had been rec'd at that time by the MFR. Only one other report of a similar nature has been rec'd in over five years. The pt has a known allergy to methylparaben. The identification of the preservatives in aquasonic 100 is documented on the product technical data sheet that is readily available upon request.

Event description:
Pt reported to FDA through the medwatch program that on two separate occasions, a severe angioedema reaction occurred after ultrasound procedures using aquasonic 100, requiring oral steroids, inhaled steroids, nebulized albuterol, and h1 and h2 antihistamines. Pt is allergic to methylparaben and believes that ingredients should have been listed on the label.